Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they had just received replacement pump and doctor had programmed it, but their levels have been high. The customer's blood glucose level at the time of incident was 539mg/dl. The customer's most current level was 402mg/dl. The customer treated the highs with the pump. The customer conducted rewind and primed the device. The customer was advised to monitor the device.